Event description:
A durable medical equipment supplier (dmes) reported that a bi-level positive airway pressure (bipap) device they had rented to one of their customers was allegedly involved in a house fire. The device was not in pt use at the time of event and no pt harm or injury related to the event was reported. According to the dmes, their customer informed them the power adapter for the bipap device had caught on fire, spread and resulted in property damage to the home. The dmes acquired the bipap device and its power adapter, and the ac power strip used to connect to the bipap to ac power. The ac power strip was found to have four additional power cords connected to it at the time of the event. The dmes has currently not released the device or its power adapter to the MFR for evaluation, but they have agreed that the MFR or an agent of the MFR may observe investigatory actions taken by the dmes agent. The MFR completed a review of their complaint database for records entered between 2003-2008, for the device model associated with the reported event. No complaints of this model being involved in a fire, melting or other thermal events were identified.

Manufacturer narrative:
Upon completion of their investigation, the MFR will submit a follow-up report.